Event description:
Caller reported lancet protruding from softclix lancing device cap. No adverse event reported. A request was made for the return of the device and lancets, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The year is the only known part of manufacture date. We have defaulted to the first of the year. Additional information provided 02/06/2014 indicating device is softclix, not softclix plus.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Additional information provided (B)(6) 2014 indicating device is softclix, not softclix plus.

Event description:
Caller reported lancet protruding from softclix plus lancing device cap. No adverse event reported. A request was made for the return of the device and lancets, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The year is the only known part of manufacture date. We have defaulted to the first of the year.